Manufacturer narrative:
A site visit was completed on (B)(6) 2011. The system performed as designed and no issues were observed. In addition, the site has performed several successful cases after this case and there have been no additional issues. There were no procedure recordings available to review because the recordings do not begin until registration is complete. In addition, the message the user encountered is listed in the current user manual. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia. No return.

Event description:
The site reported that they had to manually register the patient. Afterwards, when they touched all the registration points, the system kept giving them a message that stated that the points didn't match. It was reported that the site tried multiple times to register the patient and even restarted the system. Unfortunately, they were not able to get the patient registered and chose to abort the superdimension portion of the case with the patient under general anesthesia. The case was completed using other methods.